Event description:
It was reported that the patient had his spectra penile prosthesis removed and replaced with an inflatable penile prosthesis due to unspecified reasons. No additional patient complications were reported in relation to this event.